Event description:
It was reported that the field representative called technical services (ts) for further review of this single chambered implantable cardioverter defibrillator (ICD) device stored arrhythmia logbook due to concerns of inappropriate therapy delivery. It was noted that the patient was suspected to be in atrial fibrillation (af) with rapid ventricular response (rvr) rhythm. Upon review, the presenting electrogram (egm) showed episodes of multiple bursts of anti-tachycardia pacing (atp) and shocks were delivered to convert the rhythm. Ts was unable to determine if the therapy was appropriate due to lack of atrial lead. Ts made recommendations to consult the physician for further device evaluation. At this time, this ICD remains in service. No additional adverse patient effects were reported.